Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). H6 clinical code: appropriate term / code not available (e2402) is used to capture infections (e19) and bone injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
Ppf alleges numerous subsequent surgeries, infections, dislocations, daily spasms in neck, right shoulder, lower right buttock, both feet and lower legs, uneven gate, unable to bear full weight, unable to perform activities of daily living. Right hip still with original implant device and still causing metalosis. After review of medical records, the patient was revised due to infection. Operative notes reported that at the distal point of the previous incision, there was a large bubble indicative of an evolving sinus tract that was draining. It was very erythematous and swollen. Once it was incised a copious amount of pus come pouring out. There was clearly a dehiscence through the iliotibial band fascia all the way down to the joint. There was still quite a bit of metal stained tissue as this was started as a metallosis case. The abductor tendon has a significant metal staining, however it was intact. We could not disimpact the stem from the sleeve. A trochanteric osteotomy was performed. There was some mild bone loss that was seen on the CT in the posterior wall and superior dome, but nothing too signification. It was indicated that 3 pack rbcs were given. Doi: (B)(6) 2003 (cup,screws,stem,sleeve). Doi: (B)(6) 2019 (head, liner). Dor: (B)(6) 2019. Left hip.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
After review of medical records it was reported that patient visit notes reported that patient had reported delayed wound healing and hematoma, dislocation, pain, swelling and hot red wound. Medical records indicated that the 2nd stage revision for infection was performed on (B)(6) 2020 and patient was implanted with competitors product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Initial reporter occupation: lawyer. (B)(4).

Event description:
Litigation records received. Litigation alleges pain and discomfort after 1st revision: doi: (B)(6) 2020 (cup); doi: (B)(6) 2020 (head, liner, stem); dor: none reported; left hip.